Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused increased carbon dioxide in the blood and increasing lung problems. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a bipap device's sound abatement foam. The patient alleged having increased carbon dioxide in the blood and increasing lung problems. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed

Manufacturer narrative:
Additional information was received on feb 13, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having increased carbon dioxide in the blood and increasing lung problems, respiratory track irritation, asthma (new or worsening), and lung diseases.  Section h6 health effects: clinical codes has been updated in this report.